Event description:
It was observed that during the device evaluation, the rhino-laryngofiberscope exhibited the adhesive on the bending section cover has a chip and the connecting tube is sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the chip on the adhesive of the bednig section cover, a degradation problem was identified. Regarding the sticky connecting tube, a operational problem was identified. The most probable cause is traced to component failure. The event can be detected/prevented by following the instructions for use which state: "IFU states the detection method in enf-p4/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in enf-p4/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.